Manufacturer narrative:
Batch review performed on 25 may 2020: lot 154595: (B)(4) items manufactured and released on 07-dec-2015. Expiration date: 2020-11-24. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting pain due to a potted stem. The surgeon revised the stem and head with another company's product and revised the liner with a medacta liner 8 months after primary. The surgery was completed successfully.